Event description:
During follow-up, sensing, threshold, and impedance values were out of range. An x-ray was taken and revealed the lead was dislodged. During lead revision, the lead was unable to be fixed to the tissue, the lead was explanted and replaced with good electrical measurements. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The helix was fully retracted and clogged with blood/body fluids. Visual and x-ray examination found the inner coil at the connector region was severely over torqued. After cleaning the distal portion and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension was within specifications. The field reports of intermittent sensing, intermittent capture and lead impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage noted to the lead was consistent with that occurring at the time of implant/explant.